Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.

Event description:
Customer reported an infusion of chemo (doxorubicin) was started on a pt. About 30 minutes later, the extension set had a slow leak from the area where the tubing connects to the hard plastic part of the male luer lock. No pt or user harm reported. No further pt or event info was available. Customer reported the set was discarded.